Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when the device was noted to be in back up vvi mode. A device download was performed successfully and the device was restored. The patient was stable before, during, and after the device interrogation and monitoring will continue.